Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report that the insulin pump alarmed no delivery during manual prime several times. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 400 mg/dl. The customer treated with a manual injection. The customer completed troubleshooting and the insulin pump did not alarm no delivery and the insulin exited the tubing. The customer was advised that the device was working as designed and nothing was replaced or returned.